Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia, leading to visualization of linx device beads within the esophageal lumen. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure an linx device implantation reported as (B)(6) 2013. Patient returned to hosp in (B)(6) 2014 with ongoing dysphagia. Endoscopy completed (B)(6) 2014 revealed multiple beads (titanium encased magnets) to be visible in the esophagus. The linx device was found intact. Endoscopic and laparoscopic removal of the linx device occurred (B)(6) 2014. Dor fundoplications completed after linx removal. Patient is reported as well.